Manufacturer narrative:
Customer service sent the customer a new pump. In follow up with a complaint handler on (B)(6) 2023, the customer said she was diagnosed with mastitis on (B)(6) 2023 and was prescribed cloxacillin. She stated the new pump is working well for her and she is expressing even more milk than she had in the past. The mastitis is currently cleared although she still suffers from clogged ducts. Based on the results of our internal investigation (reference number: (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2023, the customer alleged to medela llc that her pump in style with maxflow pump had the tubing stuck in it. The customer then called back on (B)(6) 2023, having issues with low suction and pump not powering on unless the power cord was held a certain way. The customer also alleged she had mastitis twice.